Event description:
In may, 2004, while using the sound processor, the pt reportedly experienced a sound percpt problem followed by no sound. On third day, the pt was seen for evaluation. Testing performed confirmed that the device was no longer functioning. The pt's c1 device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.